Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a lesion in the right tibioperoneal trunk artery. An unspecified balloon and unspecified balloon-expandable stent were used successfully. Using the previously used inflation device, the 4.0x20mm armada 35 balloon dilatation catheter through a 6f sheath via the left common femoral artery, was advanced to the lesion. Once at the lesion, the balloon inflated with air and not the desired saline or contrast solution making it difficult to inflate and deflate. The inflation device was removed and prepared again and would still not inflate with the desired solution. The armada balloon was removed with no visible tears or ruptures. A new unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported inflation and deflation issue were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to difficulty inflating may include, but are not limited to, poor connection with the inflation device, kinks, patient anatomical morphology and patient disease state. Possible factors that may contribute to deflation issue include, but are not limited to, deflation technique, tortuous anatomy, or contrast concentration. In this case, a conclusive cause for the reported complaints could not be determined since the complaints could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, returned device analysis observed that the balloon catheter inflated and maintained pressure. The balloon inflated with liquid, there was no issue as reported. No additional information was provided.